Manufacturer narrative:
Section d4. UDI: corrected data; initial MDR inadvertently reported UDI for a device that was manufactured before 9/2014. Section g4. Date received by manufacturer (mo/day/yr): corrected data; initial MDR inadvertently reported aware date on 7/28/2020 instead of 7/23/2020.

Event description:
Further information was received from the physician's office. It was stated that the patient is new to their office so the doctor does not know if the seizures are above or below baseline. There is currently no assessment as to the cause of the increased seizures and no external factors were reported to the doctor. The doctor has increased the patient 's medication (keppra increased to 1500 mg) in response to the increased seizures. The device diagnostics were noted to be within normal limits.

Manufacturer narrative:
Supplemental MDR 2 did not code device evaluation.

Event description:
Further information was received from the doctor. Increased seizures are noted to be above pre-vns baseline. The doctor states the increase in seizures was due to low vns battery. The doctor indicated there were no external factors contributing to the patient's seizures. The patient was referred for vns battery replacement due to the increased seizures. The patient's generator was prophylactically replaced. The explanted device was discarded.

Event description:
The patient has been experiencing an increase in seizures and their vns battery was noted to be low.